Event description:
The patient has a scs system implanted and reported on (B)(6) 2010 that she thinks she had a defibrillator implanted in (B)(6). She has not charged her scs system since (B)(6) and wanted to turn stimulation on. Patient was informed by the sjm representative that pacemakers are contraindicated with the scs and since many defibrillators have a pacemaker component this may be the case with her implants. A neurostimulation system may adversely affect the programming of implanted cardioverter defibrillators. Patient will consult with her doctor on this issue. The sjm representative will also notify patient's doctor of the contraindications. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.